Manufacturer narrative:
Update to h6: upon further review it was determined that fdd a150207 is also applicable to this event and was not previously included. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the apollo catheter auto detached by itself before onyx completely injected. It was reported the apollo catheters tip pre-detached. This occurred during onyx injection. The physician had a continuous injection. The injection waiting time was 2 minutes. There was no onyx reflux. The patient was undergoing an embolization for an arteriovenous malformation. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the tip detachment is unknown. No resistance was encountered when the apollo catheter was being advanced, but resistance was noted during its retrieval. The apollo tip is embedded in the onyx cast and remains in the avm (arteriovenous malformation). There are no future plans to retrieve the catheter tip. No vessel calcification was noted, and no kink or damage was observed on any of the devices.